Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 121 mg/dl. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.